Event description:
It was reported that during a gastric bypass procedure after the first firing on the stomach the staples on the middle of the staple line were open. By the second firing it happened again. No patient consequences. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned with no visual non-conformances; three reloads fully fired and in good visual condition were present. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.